Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that moisture ingress was visible in the pump battery compartment. The battery compartment and cap threads were also allegedly stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings:a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap threads were stripped, and the cap did not secure properly to the pump; a power loss was duplicated. A test cap secured properly to power the pump and was used to complete investigation. The pump was exercised for 24 hours with no power interruptions. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and no evidence of moisture ingress was found.